Event description:
This homecare pt was being fed using a pump. Approx 250 ml of an enteral feeding solution were hung, and the pump was set to deliver 30 ml/hr. Approx 250 ml were delivered in 1 to 1.5 hrs. There was no illness, injury or medical intervention resulting from the event. One pt involved.